Event description:
On (B)(6)2024, it was reported by a sales representative via phone that an ar-1787pj-cp internal brace kit 2.7 drill bit broke when drilling into the talus. This occurred during use in a case with no patient effect. Case completed using a different 2.7 drill bit. All fragments not removed, one shard was found in x-ray but will not affect patient. Delay in case 5 minutes.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces and/or prying/leveraging the device during use.